Event description:
Surgical tech pulled the beaded guidewire through the t-handle. Bead got stuck inside the handle and could not be removed. Surgery was not delayed because this happened at the end of the case. There was no adverse patient consequence as a result of this event.

Manufacturer narrative:
Summary of evaluation: although the device was not available for evaluation, the event description reveals that the reported event is not linked to a deficiency of the device but is rather related to non-intended use of the device by the user. The ball-tipped guide wire is not intended to be pulled through a guide wire handle, but the handle should be pulled from the wire.